Manufacturer narrative:
Investigation: the lot number associated with this investigation was unknown; therefore, the DHR review was not performed. Received a 20ga bc full assembly with no packaging material. Four photos were submitted. Visual/microscopic evaluation: a white-clear particle speck was observed within the needle cover. The photographs displayed the white particle showing that of similar to what the actual unit displayed. The particle observed was confirmed to be non-foreign (plug shavings) and to have resulted from manufacturing during the assembly process.

Event description:
It was reported that a 20g x 1.00in (1.1 x 25 mm) insyte autoguard bc had foreign matter on the catheter tip.

Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a 20g x 1.00in (1.1 x 25 mm) insyte autoguard bc had foreign matter on the catheter tip.